Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing high blood glucose readings of 495 mg/dl for the last couple days. Customer stated that insulin was coming out of the tubing into the cannula when she pulled the set out. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer stated that she may have made a mistake with her set and possibly over bolused. Customer also had a low of 58 mg/dl due to using bolus wizard and manual injections. High pressure test was performed and passed. No further information reported.